Event description:
The customer was dizzy and shaky, so paramedics were called. Paramedics tested her blood glucose at 40mg/dl using their meter. The customer's blood glucose was tested using her breeze2 meter and the reading was 100 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. The customer was given orange-flavored syrup by the paramedics. She was not taken to the hospital. The customer did not have control solution, so troubleshooting was not possible. The customer was advised to return her test strips for evaluation. Replacement test strips were sent to the customer.